Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was noted that the implant battery dying completely was a premature battery depletion. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Patient reported that their implant battery died. Patient was asked to verify if the battery was replaced due to normal battery depletion and patient stated that their battery was replaced because it completely died. Patient further stated that their battery had only been a year and half since they got the battery and it completely died. Patient noted that their memory was so bad because of the deep brain stimulation surgery. No further patient complications were reported/ anticipated as a result of this event.